Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 7, 2007, the lay user/patient contacted lifescan alleging an "error 5" with her one touch ultramini meter. The patient indicated that the error message started a week earlier. Then on four days prior to original date, the patient felt low. She had symptoms heart racing and sweating. She administered self-treatment with juice at 8 pm on the same day, and felt better afterwards. The customer service representative (csr) noted that the correct testing techniques were used and the test strips were in good condition. The patient tried 2 different lots of test strips, but the error message persisted. The complaint is being reported because the patient allegedly developed symptoms 5 days after the error message started. Replacement products were sent to the patient.